Manufacturer narrative:
The product was not returned for evaluation due to unknown location. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) and complaint history review was unable to be performed as the lot/item number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Possible adverse effects, states "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight" and "postoperative bone fracture and pain", following review, no new risks were identified literature: mokka, j, makela, k.t., virolainen, p, remes, v, pulkkinen, p, & eskelinen, a. (2013) cementless total hip arthroplasty with large diameter metal-on-metal heads: short-term survivorship of 8059 hips from the finnish arthroplasty register. Scandinavian journal of surgery 102: 117¿123. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation. Zimmer biomet complaint (B)(4).

Event description:
Information was received based on review of a journal article titled, "cementless total hip arthroplasty with large diameter metal-on-metal heads: short-term survivorship of 8059 hips from the finnish arthroplasty register" . A review of the article identified 41 mom patients that underwent a revision due to periprosthetic bone fracture. There has been no further information provided and the patients outcome is unknown.